Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from back-to-back blood tests of 63, 68 and 106 mg/dl; customer stated the tests had been performed that morning and were am fasting results. The customer¿s expected am fasting blood glucose test result range is 97-106 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 01/31/2021; open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation; customer had also returned control solution (expired). Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.